Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
The patient reported their blood glucose (bg) level reached 15.6 mmol/l (281 mg/dl), while wearing the pod between 36 and 48 hours. They reported when the pod was removed from the infusion site (leg) the cannula was found to be bent. As treatment, the patient administered insulin via an insulin pen.

Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. The pod generated an 0xd6 hazard alarm indicating low voltage detection (lvd) generated by the qn3000. Battery levels were measured to be sufficient during investigation. Rerun did not replicate the alarm. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined.